Event description:
Customer reported "the camera does not work". The issue was found during set up/preparation for use. Device inspection found image noise. There was no patient involvement in this reported event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported customer issue. Evaluation found noise in image and s plug unit (scope-plug) not responding and circuit board was found damaged. Additionally, the scope connector was noted to be deformed and deformation on contact pins were noted. Based on investigation, the reported customer issue was confirmed. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.